Manufacturer narrative:
Reference ID: (B)(4). The digitaldiagnost c90 is a stationary x-ray system for general radiographic purposes. As an option, a portable digital flat panel detector (model "skyplate") can be used for image capture. Philips field service engineer performed analysis concluding the detector was dropped by accident by the user. This is a user error. The device was calibrated and tested okay for use. The device was returned for clinical use.

Event description:
It was reported that the detector was dropped. The device was in use and there was no harm to patient or user.

Manufacturer narrative:
Reference ID: (B)(4). Following are the corrections made pertaining to emdr report number 3003768251-2024-00045 (4959748): 1. Contact office: changed from(B)(6). 2. Date received by mfg: changed from "blank" to "06/13/2024."

Manufacturer narrative:
Reference ID: (B)(4). Following are the corrections made pertaining to emdr report number 3003768251-2024-00045 (B)(4): box d: suspect medical device. Product UDI info updated. Changed from "blank" to "(B)(4)".